Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 627294) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension and gastric bypass in 2004. Previously administered products included for prevent pregnancy: depo-provera from 2012 to (B)(6) 2014. Concurrent conditions included obesity, hypertension since 2014, anemia since 2014, uterine fibroid, drug allergy, nasal congestion and allergic rhinitis. Concomitant products included diclofenac sodium (difenac) since 2015, fluoxetine since 2015, hydrocodone since 2015, ibuprofen (motrin), losartan since 2014, naproxen since 2015 and promethazine hydrochloride (phenergan) since 2015 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pollakiuria ("bladder problems/ urinating ") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced night sweats ("night sweats"), hot flush ("hot flashes"), urinary tract infection ("uti/urinary problems"), bacterial vulvovaginitis ("bacterial vaginal infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment ("stigmatism in left eye got worse/farsighted vision got worse") and arthralgia ("sacroiliac joint pain"). In 2015, the patient experienced depression ("depression"), tooth disorder ("dental problems"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and rheumatoid arthritis ("rheumatoid arthritis"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with iron and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, night sweats, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vulvovaginitis, female sexual dysfunction, depression, rheumatoid arthritis, pollakiuria, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, visual impairment, fatigue, weight increased, back pain and arthralgia outcome was unknown and the genital haemorrhage, dyspareunia and alopecia had resolved. The reporter considered alopecia, arthralgia, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, pollakiuria, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014 and (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, sacroiliac joint pain, headache, low back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), uti/urinary problems, bacterial vaginal infections, apareunia (inability to have sexual intercourse), depression, rheumatoid arthritis, bladder problems, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, stigmatism in left eye got worse, farsighted vision got worse, fatigue, weight gain, hair loss, back pain, sacroiliac joint pain and abnormal bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a 42-year-old female patient who had essure (batch no. 627294) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension and gastric bypass in 2004. Previously administered products included for prevent pregnancy: depo-provera from 2012 to (B)(6) 2014. Concurrent conditions included obesity, hypertension since 2014, anemia since 2014, uterine fibroid, drug allergy, nasal congestion and allergic rhinitis. Concomitant products included diclofenac sodium (difenac) since 2015, fluoxetine since 2015, hydrocodone since 2015, ibuprofen (motrin), losartan since 2014, naproxen since 2015 and promethazine hydrochloride (phenergan) since 2015 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pollakiuria ("bladder problems/ urinating ") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced night sweats ("night sweats"), hot flush ("hot flashes"), urinary tract infection ("uti/urinary problems"), bacterial vulvovaginitis ("bacterial vaginal infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), astigmatism ("stigmatism in left eye got worse/farsighted vision got worse") and arthralgia ("sacroiliac joint pain"). In 2015, the patient experienced depression ("depression"), tooth disorder ("dental problems"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with iron and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rheumatoid arthritis, night sweats, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vulvovaginitis, female sexual dysfunction, depression, pollakiuria, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, astigmatism, fatigue, weight increased, back pain and arthralgia outcome was unknown and the genital haemorrhage, dyspareunia and alopecia had resolved. The reporter considered alopecia, arthralgia, astigmatism, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, pollakiuria, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014 and (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, sacroiliac joint pain, headache, low back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality- safety evaluation of ptc(product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a (B)(6) year-old female patient who had essure (batch no. 627294) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension and gastric bypass in 2004. Previously administered products included for prevent pregnancy: depo-provera from 2012 to (B)(6) 2014. Concurrent conditions included obesity, hypertension since 2014, anemia since 2014, uterine fibroid, drug allergy, nasal congestion and allergic rhinitis. Concomitant products included diclofenac sodium (difenac) since 2015, fluoxetine since 2015, hydrocodone since 2015, ibuprofen (motrin), losartan since 2014, naproxen since 2015 and promethazine hydrochloride (phenergan) since 2015 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pollakiuria ("bladder problems/ urinating ") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced night sweats ("night sweats"), hot flush ("hot flashes"), urinary tract infection ("uti/urinary problems"), bacterial vulvovaginitis ("bacterial vaginal infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), astigmatism ("stigmatism in left eye got worse/farsighted vision got worse") and arthralgia ("sacroiliac joint pain"). In 2015, the patient experienced depression ("depression"), tooth disorder ("dental problems"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with iron and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rheumatoid arthritis, night sweats, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vulvovaginitis, female sexual dysfunction, depression, pollakiuria, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, astigmatism, fatigue, weight increased, back pain and arthralgia outcome was unknown and the genital haemorrhage, dyspareunia and alopecia had resolved. The reporter considered alopecia, arthralgia, astigmatism, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, pollakiuria, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014 and (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, sacroiliac joint pain, headache, low back pain. Most recent follow-up information incorporated above includes: on 17-jul-2018: correction following company internal coding review. The event "stigmatism in left eye got worse/farsighted vision got worse" was recoded to meddra llt hyperopic astigmatism . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding'), rheumatoid arthritis ('rheumatoid arthritis') and bone loss ('dental problems caused bone loss in bridge of mouth') in a 42-year-old female patient who had essure (batch no. 627294) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 2004 and hypertension. Previously administered products included for prevent pregnancy: depo-provera from 2012 to (B)(6) 2014. Concurrent conditions included hypertension since 2014, anemia since 2014, obesity, uterine fibroid, drug allergy, nasal congestion, allergic rhinitis and obesity. Concomitant products included fluoxetine since 2015 for depression, promethazine hydrochloride (phenergan) (B)(6) 2015 to (B)(6) 2017 for nausea, diclofenac sodium (difenac) since 2015, naproxen since 2015 and paracetamol (tylenol) for rheumatoid arthritis, miconazole nitrate (monistat) for vaginal discharge as well as hydrocodone since 2015 and losartan since 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / during menstruation"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pollakiuria ("bladder problems/ urinating ") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced night sweats ("night sweats"), hot flush ("hot flashes"), urinary tract infection ("uti/urinary problems"), bacterial vulvovaginitis ("bacterial vaginal infections"), dysmenorrhoea ("dysmenorrhea (cramping) with mentrual period and ovulation"), astigmatism ("stigmatism in left eye got worse/farsighted vision got worse"), arthralgia ("sacroiliac joint pain") and ovulation pain ("ovulation pain"). In (B)(6) 2015, the patient experienced depression ("depression") and was found to have weight increased ("weight gain / loss (specify which one) weight gain "). In (B)(6) 2015, the patient experienced bone loss (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with ibuprofen, ibuprofen (motrin), iron, periodontal cleaning and then tooth extraction from bone loss and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rheumatoid arthritis, night sweats, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vulvovaginitis, female sexual dysfunction, depression, pollakiuria, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, astigmatism, fatigue, weight increased, back pain, arthralgia, bone loss and ovulation pain outcome was unknown and the genital haemorrhage, dyspareunia and alopecia had resolved. The reporter considered alopecia, arthralgia, astigmatism, back pain, bacterial vulvovaginitis, bone loss, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, ovulation pain, pelvic pain, pollakiuria, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014 and (B)(6) 2014). Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.. Ultrasound scan vagina - in (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, sacroiliac joint pain, headache, low back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. New event ovulation pain was added. Event dental problems was updated to dental problems caused bone loss in bridge of mouth. New concomitant drugs and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient will be treated with surgery (will have surgery to remove the essure on (B)(6) 2016). At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.